Event description:
There was no pt involved in this event. This device malfunctioned because a device service prompt was issued. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on 03/20/2009 and operated successfully until (B)(6) 2012. The device failed a self-test fails occurred after (B)(6) 2012, which nonsensical dates logged, which failed the self-test due to an error with the real time clock. On inspection of the clock the time was incrementing but the date was corrupt. The device was disassembled for investigation and it revealed a fault with the coin cell battery. This would result in the error of the real time clock. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unk" box has been checked in this report.